Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a remote transmission showed non sustained ventricular oversensing due far p wave oversensing. The patient was asymptomatic. Programming changes were recommended.